Event description:
It was reported to medtronic minimed that the customer experienced no com pump to xmtr. The customer reported blood glucose value of 3.7 mmol/l. The customer reported hypoglycemia treated with other. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7841zw. Customer reported a loss of communication between the transmitter and the pump. Customer reported low bgs. No further patient complications were reported. No product return is required for mmt-7841zw. Updated summary: customer reported loss of communication between pump and transmitter and said that led to the low blood glucose. No treatment was mentioned for the low. It was unknown if pump was used within 48 hours of the low. It was unknown if smartguard was used. Transmitter is not returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.